Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead slipped from its original placement location. It was also stated that the patient had some leg weakness. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted.